Event description:
The family member reported the pt sustained a blow to the head. In 09/2001 and 11/2001 no telemetry could be obtained. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.